Event description:
It was reported that pump displayed malfunction code and fault ID 15¿0x277e, and that the issue recurred even after reset. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was assisted with resetting pump, and was then provided replacement pump under warranty; customer planned to use multiple daily injections as backup therapy, received instructions for storage mode, pump setup, and cgm connection, and was instructed to return problematic pump using pre-paid label, which customer understood and acknowledged.